Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.